Manufacturer narrative:
Result: damaged communication cord. Faulty foot right timing linkage. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the communication cord wires had been damaged and had exposed wires, nurse call was not working, and the foot right timing linkage would not stay in the full upper position. It is unknown if there was patient involvement or adverse consequences to report.